Event description:
Information received indicating that a smiths medical cadd ms3 ambulatory infusion pump has lost programming and that there are lines on the screen. There were no adverse events reported.